Event description:
It was reported that the patient with this right atrial (ra) lead underwent valve surgery. Then the lead exhibited loss of capture, no sensing, and impedance measurements of less than 200 ohms. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information received reported that troubleshooting was performed on the lead to confirm the loss of capture in the atrium. The device was reprogrammed. No adverse patient effects were reported. The lead remains in service.